Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The device was undetectable nor charged. The battery was depleted (1.60 volts) and could not be charged as u2 asic (application-specific integrated circuit) was damaged and was leaking excessive current (47.26 ma) with thermal (32.2 degree celsius) on its surface. It was unable to retrieve the device data using an external power source.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well.